Event description:
The facility reported an infusion pump with a low battery. The event was reported to have occurred before use. The hospital representative stated they have no record of any patient incident involving the pump since the las baxter service event and no patient injury had been reported. Though requested, no additional medication involved, or device programming. No additional contact information was available.

Manufacturer narrative:
Evaluation summary: evaluation was completed on 5 october 2005. The customer reported condition of low battery was confirmed. Batteries were replaced and the battery harness was upgraded. Review of the complaint history reveals similar reports have been received for this product for the reported issue.